Manufacturer narrative:
Further information has been requested of the initial reporter regarding: implant date, patient information and any section with ni. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: precautions: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: possible complications of the use of orbera include: injury to the digestive tract during placement of the balloon in an improper location such as in the esophagus or duodenum. This could cause bleeding and perforation, which could require a surgical correction for control. The event of pancreatitis was reported in the clinical study and was experienced by 3 (0.00%) of the participants.

Event description:
Reported as: a patient with the orbera intragastric balloon had been "diagnosed with pancreatitis with an orbera balloon placed. The patient had a slight lipase increase, in just over 2 months since the balloon had been placed and is clinically improving with fluids and reglan. Physician plans to get another lipase level. The patient had strayed from diet. Currently the patient is doing very well and lipase is improving. If patient flares, physician plans to remove the balloon." Device remains implanted.